Manufacturer narrative:
Investigation summary: samples/ photos: bd received one opened and used sample of the insyte autoguard pnk 20ga x 1.16in product, catalog number: 38183414 from lot: 7150554 . After careful visual analysis of the sample using disposable gloves, it can be verified that there was a damage inside the component called "grip" this damage generated a burr that prevented the needle from totally retract. Retain sample evaluation: not apply. The assembly lot: 7116587 used in the claimed final product lot: 7150554 of insyte autoguard 20g x 1.16 was analyzed for the "damaged component" tests and no records were found that could lead to the incident in question. Qn/ ncmr review: no records of qn were evidenced for the defect related to this complaint for the assembly lot: 7116587 and for the claimed final product lot 7150554. Unplanned maintenance: corrective maintenance history was evaluated during the assembly history of the batch and maintenance request # 601398169 was evidenced due to: "failure in the drive station 5.52.3" that caused damage inside the safety cylinder. According to investigations carried out such maintenance may lead to occurrence of reported in this complaint. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Investigation comment: according to the analysis of the sample returned from the customer and the history of corrective maintenance in the production period of the batches related it was able to confirm this complaint. Root cause description: confirmed: bd was able to confirm/ reproduce the incident in question. Investigation comment: according to the analysis of the sample returned from the customer and the history of corrective maintenance in the production period of the batches related it was able to confirm this complaint. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored. Other taken action: the change of the heptane claw movement up / down movement home sensor at the final assembly machine station 5.52.3 was the action taken by corrective maintenance #601398169 which caused the defect reported in this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported by a consumer that at the end of a vein puncture procedure, the needle on a bd insyte¿ autoguard¿ shielded IV catheter 20 g x 1.16 in. Failed to retract. There was no report of injury or medical intervention.